Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer was unable to clear the alarm since the buttons were unresponsive. Customer agreed to replace the insulin pump. The device will return for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.